Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening on posterior and radius. Leak test and microscopic analysis was performed which identified: opening creases smooth, opening striated, opening puncture, non-penetrating nicks, stress marks. Observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior due to fold flaw opening. A striated opening due to surgical damage consist in the use of some surgical tool. A striated punctured due to surgical damage like consist in the use of some surgical tool.

Event description:
Healthcare professional additionally reported "known implant rupture" of a saline device. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown on an unknown side. Device remains implanted.